Event description:
It was reported that the patient felt shocking/jolting stimulation throughout body when stimulation was turned on at 1 volt and during the electrode impedance test of 1.5v. It was reported that the patient had rf ablation performed in a lead area about a year ago. Patient reports feeling this pain every time he has tried to turn on stim after that procedure.

Manufacturer narrative:
(B)(4).